Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen was not functioning as intended. Reportedly, the screen does not illuminate when the wake button is pressed, and takes longer than expected to illuminate when plugged into a power source. Customer's blood glucose level was 189 mg/dl. Customer stated they will continue to use the pump for continued insulin therapy.